Event description:
Manufacturer representative reported patient death. Manufacturer representative reported patient had been implanted for lower extremity pain and had 80% pain relief. Patient was undergoing trail surgery of dual cervical lead placement for upper extremity pain. The patient was under mac anesthesia. The physician buried the trail lead in preparation for permanent implant of lead and neurostimulator. Upon closure of the incision the patient experienced a bradycardiac episode. The patient was given medication (atropine) and the heart rate improved. The physician continued to close the incision. The anesthetist noticed the heart rated dropped again. The patient was given medication again; along with reversal medication to reverse any narcotics. The patient became unresponsive. The patient was then quickly moved to a stretcher placing the patient on their back. The patient's color was blue. Anesthesia immediately began airway management and a full code proceeded. The patient was placed on a ventilator and sent to ICU. The patient was later removed from life support and subsequently died. A follow-up report will be sent if additional is received.